Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 18 to 20 mg/dl. Customer indicated that they do not want to use the pump anymore and want to return it. Customer declined to troubleshoot. No further details given.